Manufacturer narrative:
Date device returned to manufacturer: 06/21/2016. Section d10 of the initial medwatch report should have indicated. "Date device returned to manufacturer: 06/09/2016.

Manufacturer narrative:
(B)(4). : physio-control evaluated the device and verified the reported issue.  It was observed that the on/off lid latch rubber bumper had become dislodged from the lid latch, which caused the on/off button to no longer function.

Event description:
A distributor reported to physio-control that one of their loaner devices would not power on when pressing the on/off button. There was no report of any patient use associated with the reported power issue.